Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec-3890li. In the event reported, the user stated that the device have a blocked suction channel air flow. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the operation channel was kinked. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.